Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide to any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter developed a cuff roll. The catheter was placed transurethrally and inflated with saline; no irrigation was performed; no sutures were used to anchor the catheter; no traction was applied; catheter was allowed to deflate on its own, without aspiration.

Manufacturer narrative:
Received one used sample of a two way pediatric foley catheter without the original packaging. Per visual evaluation a cuff roll and heavy calcification was noted around the balloon. The catheter was inflated with air and deflated. Visual inspection noted that a cuff roll was formed. The catheter was then inflated with 5ml of a mix of water and blue methylene and left for 3 minutes on a flat surface. The catheter was deflated and visual inspection noted that a cuff roll was formed. Dimensional evaluation found that the catheter was within specifications. The complaint was confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.